Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Spasms of the carotid arteries are a complication associated with carotid artery stenting and are a well-known cause of cerebral ischemia and have also been reported in isolated cases of migraine, vasculitis, and eclampsia. Carotid artery spasms may arise from mechanical manipulations during operative interventions, vasopuncture, and catheter examinations. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks, patient and vessel factors that may have contributed to this event. Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #: 1016427-2008-00322.

Event description:
This female patient with a history of a family history of cad, hyperlipidemia, smoking, diabetes, previous mi, hypertension and previous bi-lateral carotid endarterectomy with recurrent stenosis was admitted for coronary evaluation. Angiography revealed an 85% lesion extending from the ostium of the left internal carotid artery through the bifurcation of the common carotid artery. The patient was asymptomatic at the time of treatment. A shuttle sheath was a 6mm basket, medium support angioguard device was advanced beyond the target site and was deployed without difficulty. The lesion was pre-dilated with a 4.0 x 15mm aviator ptca balloon. Following pre-dilation the patient experienced a severe spasm at the target site and also at the area of the tip of the sheath. The patient had expressive aphasia and unequal hand grips. Six hundred mcg of nitroglycerine was injected through the sheath. A 7.0 x 40mm precise stent was deployed and was post dilated with a 5 x 20mm aviator balloon. The spasm resolved. There was a 15% residual stenosis following stent placement. The procedure was completed, including deployment of an 8.0 x 40mm precise stent without further difficulty. The patient's condition improved during the rest of the procedure. By the time she was discharged from the cath suite she was back to baseline.